Event description:
The user facility reported that their reliance synergy washer was heavily leaking water. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the boot clamps needed to be replaced and the spray arms need to be cleaned. The technician repaired the unit, ran a test cycle and confirmed it to be operational.